Manufacturer narrative:
(B)(4). The recent hospitalization for the event that occurred was for the event of (B)(6) 2015 and was previously reported as "the patient was recently hospitalized again for the event". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unknown date and after unknown number of days of hospitalization, the patient was discharged. The patient went to the emergency room on multiple dates to be treated for abdominal pain related to peritonitis but was discharged on the same day. It was also reported that the patient was recently hospitalized again for the event. It was not reported if dianeal and extraneal therapies were ongoing. The patient was recovered from the peritonitis. No additional information is available.